Event description:
It was reported that the patient presented in the emergency room experiencing fatigue, with her pulse generator in bvvi. There was sporadic pacing between 30 to 60 pulses per minute. Due to telemetry corruption, further troubleshooting could not be performed. Pulse generator replacement would be scheduled.

Manufacturer narrative:
Na